Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on the one side and had a .100 x .150 piece missing roughly 1.75 above the snake wrist. The main tube exhibited a slight bend near the midpoint. The distal tip wobbled when the tube was rotated through roll axis range of motion. It was unclear if the instrument was shipped to the customer in this condition. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that upon removing the da vinci si thoracic grasper instrument from the box the instrument was noted to have a nick on the outer black sheath. No patient harm, adverse outcome or injury was reported.